Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-10. H.6. Investigation summary : three plastic bags containing a total of seventeen loose 10ml syringes were received and evaluated. Two of the syringes were observed the have minor surface scuffs in the print area with no single item missing more than 50%, which were acceptable per product specification. One syringe had a faded scale with no marking values present and ink smudges throughout the barrel, which was rejectable per product specification. One syringe appeared to have a jammed stopper condition with the stopper wedged between the bottom of the plunger rod and barrel wall, which was rejectable per product specification. Four syringes were observed to have a small black ink dot on the barrel. Three of the four syringes had at least one dot larger than level 4 in size, which were rejectable per product specification. Nine of the syringes were observed to have embedded foreign matter. Two of the syringes had black particles that appeared to be burnt plastic present on the plunger rods with one having a particle larger than level 3 in size which was rejectable per product specification. The plunger rods were from mold c-196 cavities 32 and a. Four of the syringes were observed to have black and brown particles embedded in the barrel wall and flange. The particles appeared to be burnt plastic with two of the syringes having a particle larger than level 3 in size which were rejectable per product specification. The barrels were from mold c-10 cavities 67 and 63 and mold c-11 cavities 51 and 8. Three of the syringes were observed to have red embedded particles that appeared to be gasket material, which was rejectable per product specification. The barrels were from mold c-274 cavities 21, 49, and 58. A potential root cause for the embedded foreign matter/burnt flange defect is associated with the molding process. A potential root cause for the jammed stopper defect, missing scale and ink dot defect is associated with the marking process. (B)(4). No corrective actions are necessary based on the defective rate identified for above defects. Batches 9241688 and 9247681 are considered in compliance with our product specification requirements. A preventative maintenance plan was put in place after the manufacture of this batch to monitor the condition of the gaskets and replace as needed h3 other text : see h.10.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip experienced 14 cases of foreign matter contamination, one case of a damaged/deformed stopper, one case of missing scale markings, and one case of device damage/deformation while still considered operable. Product defects were noted prior to use. The following information was provided by the initial reporter: 2 x syringe embedded matter (most likely batch 9241688, but may also be batch 9247681. Both batches were in the cleanroom). 1 x syringe deformed stopper (most likely batch 9241688, but may also be batch 9247681. Both batches were in the cleanroom). 2 x syringe ink dots (most likely batch 9241688, but may also be batch 9247681. Both batches were in the cleanroom). 2 x syringe embedded matter (most likely batch 9241688, but may also be batch 002920. Both batches were in the cleanroom). 8 x syringe ink dots (most likely batch 9241688, but may also be batch 002920. Both batches were in the cleanroom). 1 x syringe missing scale (most likely batch 9241688, but may also be batch 002920. Both batches were in the cleanroom). 1 x syringe of burnt flange (most likely batch 9241688, but may also be batch 002920. Both batches were in the cleanroom).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were two other lot #s reported that the customer stated may have been involved. While the customer expressed confidence the defective products had lot # 9241688, the other potential lot #s have been listed below. The information for each lot number is as follows: medical device lot #: 9247681. Medical device expiration date: 2024-08-04. Device manufacture date: 2019-09-04. Medical device lot #: 002920 (this is an invalid lot #). Medical device expiration date: na. Device manufacture date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip experienced 14 cases of foreign matter contamination, one case of a damaged/deformed stopper, one case of missing scale markings, and one case of device damage/deformation while still considered operable. Product defects were noted prior to use. The following information was provided by the initial reporter: 2 x syringe embedded matter (most likely batch 9241688, but may also be batch 9247681. Both batches were in the cleanroom). 1 x syringe deformed stopper (most likely batch 9241688, but may also be batch 9247681. Both batches were in the cleanroom). 2 x syringe ink dots (most likely batch 9241688, but may also be batch 9247681. Both batches were in the cleanroom). 2 x syringe embedded matter (most likely batch 9241688, but may also be batch 002920. Both batches were in the cleanroom). 8 x syringe ink dots (most likely batch 9241688, but may also be batch 002920. Both batches were in the cleanroom). 1 x syringe missing scale (most likely batch 9241688, but may also be batch 002920. Both batches were in the cleanroom). 1 x syringe of burnt flange (most likely batch 9241688, but may also be batch 002920. Both batches were in the cleanroom).